Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the unit shuts off and randomly comes back on. No patient impact or consequences reported.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was powered on using ac power but failed to power on using battery power. The unit was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed the battery was disconnected from the battery terminals. The battery was re-connected and the device operated as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.